Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units after using 100 units during pump therapy. Reportedly, the cartridge was filled with 180 units of insulin. Customer's blood glucose level was 180 mg/dl. Reportedly, the customer loaded a new cartridge to address the event.